Event description:
According to the reporter, during dialysis treatment, oozing blood occurred, which was caused by a tiny crack in the venous adapter of the semi-permanent catheter. Upon inspection, the crack was identified. The patient's fistula was assessed, and the catheter was immediately extubated as a preliminary action once the fistula could be used. There was unspecified amount of blood loss. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.